Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing hydromorphone, clonidine and bupivacaine for non-malignant pain. It was reported that the patient reported it was taking 5-10 minutes to give himself a bolus on the handset. The patient stated he was in a wheelchair and a couple times they dropped the communicator and it gave him a bolus when it wasn't even on him. The patient stated he called before for assistance with deleting something. The patient stated he was trying to clear the data but he could not remember what to press because the information looked different. The patient was allowed 4 bolus per day. The patient service assisted the patient with clearing the data. The troubleshooting steps that were taken on the call resolved the issue.